Event description:
The patient's family member reported the patient expired. The cause of death was unknown. The physician listed in the manufacturer's device tracking system for the patient was contacted to try and obtain cause of death and device relationship. The physician reported that he had no data. He was unaware of the patient's death. The physician's last contact with the patient was 2006.